Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and replaced. No additional adverse patent effects were reported.